Event description:
After the surgeon made an incision only into the subcutaneous tissue, he put a stitch in to hold the trocar. When he pulled the needle on through, he noted that the tip was gone. This was a soft tissue pass-through only.